Event description:
The event is reported as: the inner package was not sealed. No injuries reported.

Manufacturer narrative:
Product was received by MFR but investigation report is incomplete at time of this report. A follow-up investigation report will be sent when completed.